Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka procedure had been performed, patient presented with an unstable knee. This adverse event was addressed with revision surgery on (B)(6) 2022, to exchange an unknown journey ii bcs insert sz 3-4 left 11 mm. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed due to ¿an unstable knee¿/instability. Reportedly, the 11mm left bcs poly insert was exchanged/revised (upsized) to a 13mm left constrained insert. As of the date of this medical investigation, the requested clinical documentation has not been received. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported instability and subsequent revision with an upsized-thickness poly cannot be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.